Event description:
A male was brought to the hospital as a trauma pt in 2008. Pt sustained a fracture of t-11/12 and surgery was performed to stabilize him in the next day. Pt had a pre-existing condition of hypertension, obesity and ankylosing spondylitis. Pt was not mobile so an ivc filter was placed about 12 days later under fluoroscopy. At approx 4 days later, the pt attempted to sit up and became hypotensive. In the next day, the pt again attempted to sit up but became diaphoretic. Pt died in the next day. The coroner did an autopsy and found the filter wedged in the superior vena cava. An investigation is ongoing at this time.